Manufacturer narrative:
(B)(4): the driver was returned for evaluation. Visually confirmed driver tip broken; crack appears to have initiated at hex corner, which could act as a stress concentrator. The nature and location of the fracture and the age of the instrument suggests anticipated wear as the possible mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal procedure. During the procedure, the driver tip cracked. No patient complications were reported.